Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the key contacts; no button contact defects were observed. The complaint of under responsive keypad buttons was not duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a that the up arrow, down arrow and ok keypad buttons were under responsive. There is no adverse event associated with this complaint. The pump was returned to animas. No defect was found on investigation; the complaint could not be confirmed or duplicated. This complaint is being ruled out based on investigation.